Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. Reportedly, the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2016 with the following findings: during investigation, the battery compartment was found to be cracked at the battery threads above the bumper and at the case seal traveling up along the bumper toward the threads. The battery compartment threads were found to be stripped and torn. Unrelated to the original complaint, the battery cap was damaged with torn/missing threads. The battery cap had difficulty being removed. Additionally, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.